Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was not providing benefit to the recipient due to a post-operative active electrode migration. Imaging shows that there are only five channels inserted. Damage found during investigation is most likely related to the removal surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The user has sound detection but poor discrimination. The implant itself is functioning. Imaging showed that there are only five channels inserted. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has sound detection but poor discrimination. Re-insertion of the electrode is considered.